Event description:
Information was received from a consumer regarding a patient who was receiving morphine and an unknown drug via an implantable pump for chronic low back pain and spinal pain. It was reported on (B)(6) 2016 that the patient went to pain management last week and they put a new dose in with another medication (¿numbing¿ medication). The patient was hoping it would help, but he hasn¿t felt anything yet. The patient called the nurse a couple of days ago. The patient stated ¿I¿m having major side effects¿. The patient was calling to see if someone could be in the room with them on (B)(6) 2016 as they wanted someone there to see if the pump was working. The healthcare provider switched the patient to morphine. The patient stated they had another medication in the pump now, a numbing medication. Additional information was received from a consumer on (B)(6) 2017. It was reported that after having the new dose of both medications the patient didn¿t have any relief. The patient then called the triage nurse and she made the patient an appointment as soon as possible. They then elevated the medications but it was still no help. The circumstances that led to having major side effects after the new dose and another medication were put in the pump were reported as the ¿liquid¿ morphine was raised and the patient was told to stop taking the pill form of morphine and in the morning the patient woke and was sweating, nauseated, was very weak, and both feet swelled up. The patient called the nurse who said the patient still had too much medication in him and was overdosed. That evening the patient had dizziness, was shaking, had leg tremors, was very wobbly, and had a poor appetite. To resolve the major side effects the nurse brought the patient in and adjusted the medication and as of (B)(6) 2017 the patient still had no relief. It was reported that the patient was still having headaches, a hard time keeping his eyes open through the day, was having hot flashes, ¿etc.¿ it was stated that the patient needed to have an electronic controller to be able to control his pain which would be much different than what was going on. The patient needed relief and was not getting it at all. The patient had been brought in there different times due to ¿major problems¿ with the types of medications or not realizing how to insert (instructing by the doctors) the correct amount causing the patient to overdose. The last time the patient was in to see the nurse she wanted a manufacturer¿s representative to come in and the nurse said that someone would be there. The patient was not getting any relief from the l-5 down and it was a constant ¿10.¿ on (B)(6) 2017, additional information was received from a healthcare professional (hcp). It was reported that the solution change was an addition of bupivacaine [5.0 mg/ml] to morphine [5.0 mg/ml] and that the change occurred on (B)(6) 2016. It was indicated that no diagnostics were necessary and that the patient had no major side effects, she just didn¿t notice a difference with the addition of bupivacaine, per the hcp. The cause of the patient having major side effects was indicated to be that the patient had no side effects. It was reported that they were titrating the dose and continued to titrate the dose per the doctor¿s instruction. Further information was received from a healthcare professional (hcp) on (B)(6) 2017. In response to clarify the cause of the reported overdose, it was stated that there was no overdose. It was noted that they had a normal office visit with appropriate increases in the dose per the doctor. It was indicated that no actions were required to resolve the overdose as there was no issue to begin with, per the hcp. Note that this information from the hcp is conflicting with that of the report of the consumer. On (B)(6) 2017 a consumer reported that the patient was in the hospital "again" the night before due to an overdose of fentanyl.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.